Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and error logs and found error code #54. As per the service manual recommendation the solenoid driver board was suspected faulty. The fse replaced the solenoid driver board and the issue was resolved. The unit has observed for 4 hours on iabp trainer and was then handed over to customer for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit is displaying system failure while switching on the machine. There was no patient involvement reported.